Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/21/2023. H6 component code: g07002 no device returned. H6 component code: c22 - photo analysis. H3 photo investigational summary: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows two boxes with the information above: 45 cm ethipoint sc-26 and second picture bellow: 45 cm fs. During further investigation, it was discovered that a change was made brazil had a change project (cp 100634989) that changed the needle type for product code 164t - mononylon/ethilon . The attached document (B)(4) shows evidence of what type of needle was used when these batches were manufactured. Thus, the batches were manufactured according to the published version of the validated status. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Due to a change in the needle, the event described could not be confirmed. Although no product defect was identified. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related report: 2210968-2023-06111, 2210968-2023-06116, 2210968-2023-06113, 2210968-2023-06114,& 2210968-2023-06115.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4) h6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: in 5 boxes of code 164t, there is an inconsistency in the type of needle. Please indicate the procedure to follow for the change of the product. On the outer container (box) a different type of needle is specified to the one that corresponds to the code, in the photograph that we attach it is indicated that in the box there is a fs needle, when the product code is 164t and corresponds to a needle sc-26. As indicated in the photograph, the error is in the printing of the type of needle, we have not opened the boxes so we can not report if the sutures have the same error, this inconsistency was recorded at the time of entry of the product to the warehouse. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Events reported via: 2210968-2023-06111, 2210968-2023-06113, 2210968-2023-06114, 2210968-2023-06115

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6)2023 and suture was used. Before use on the patient, when entering the product to the warehouse, the difference in the printing of the outer container (box) and the correct description of the needle type of that code was recorded. The error is in the printing of the type of needle. It is indicated that in the box there is a fs needle, when the product code is 164t and corresponds to a needle sc-26. No adverse patient consequences were reported. Additional information was requested.